Event description:
It was reported that the user experienced hyperglycemia while intermittently connected to the ilet and also while disconnected and using subcutaneous insulin via pen; the highest reported fingerstick glucose was 541 mg/dl, and the user ultimately reconnected to the ilet with glucose returning to range after interim multiple daily injection dosing and hydration guidance. Investigation included technical support counseling, use guidance, and troubleshooting focused on infusion and supply function after glycemia declined. Further investigation of this case revealed that the cause of the hyperglycemia was unclear, with a suspected issue related to infusion or supplies not confirmed, and the system functioned once the user was reconnected. There was no user reported clinical symptoms as a result of elevated blood glucose. Outcomes included no hospitalization, no emergency treatment, and recovery without sequelae after reconnection and glucose reduction. It was concluded that, based on previously established findings for similar reports, the event was user-managed with coaching, no device malfunction confirmed, and cause could not be determined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.